Event description:
It was reported that two weeks post-op a turbinate procedure utilizing rf engery the surgeon observed a blackened area on the turbinate. Subsequent follow-ups did not show significant improvement so antibiotics were administered to assist in recovery.